Event description:
Boston scientific received information that this left ventricular (lv) lead exhibited diaphragmatic stimulation and increased threshold measurements. The physician suspected lead movement had occurred. As a result, this lead was explanted and a new lead was implanted in a different coronary vessel. No adverse patient effects were reported.

Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Manufacturer narrative:
Upon receipt at our (B)(4) laboratory a thorough product analysis was performed. Visual inspection noted blood/body fluid in the lead lumen. Additionally, electrocautery damage was noted. This lead was confirmed to be electrically continuous. The clinical observations were not able to be confirmed.